Event description:
It was reported that patient stopped feeling the stimulation and intermittent therapy independent of posture or activity. The patient underwent an ipg replacement procedure.

Event description:
It was reported that patient stopped feeling the stimulation and intermittent therapy independent of posture or activity. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.